Event description:
It was reported that during attempted insertion of the iab, the catheter could not be advanced over the guide wire. The iab and guide wire were removed without any pt complications.